Event description:
Removal of dental implants for non-osseointegration. The clinician reported that the implants were placed irregularly and the locations of osteotomies were too buccal. The implants were later removed.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted.